Event description:
It was reported that "on or about (B)(6) 2008" an ams sparc sling was implanted to treat plaintiff for stress urinary incontinence. It was alleged by the attorney for the plaintiff that, "the product has caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the product caused plaintiff to suffer infection or inflammation, tissue abrasion, and other severe adverse health consequences.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.